Event description:
Clinic representative contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Clinic representative did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).